Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device powered up properly after battery installation. The device was received with operating currents within specification. No unexpected low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The insulin pump error 63 confirmed in pump history with variable due to cold solder joint at keypad assembly. The device was received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.